Event description:
It was reported that flames were observed coming from the printer of the case system, causing the paper to ignite. The flame self-extinguished, and there were no patient or user injuries or impact resulting from the incident.

Manufacturer narrative:
Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188. A1-6: not applicable. No patient or user impact. Ge healthcare's investigation in ongoing. A follow-up report will be submitted when the investigation has been completed.